Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right atrial (ra) lead exhibited noise, oversensing, and high out of range pacing impedance measurements, greater than 3,000 ohms. Technical services (ts) could not rule out a spring contact issue and discussed troubleshooting options. No adverse patient effects were reported. At this time the device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right atrial (ra) lead exhibited noise, oversensing, and high out of range pacing impedance measurements, greater than 3,000 ohms. Technical services (ts) could not rule out a spring contact issue and discussed troubleshooting options. No adverse patient effects were reported. At this time the device remains in service. Additional information was received indicating the crt-d was explanted and replaced due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right atrial (ra) lead exhibited noise, oversensing, and high out of range pacing impedance measurements, greater than 3,000 ohms. Technical services (ts) could not rule out a spring contact issue and discussed troubleshooting options. No adverse patient effects were reported. At this time the device remains in service. Additional information was received indicating the crt-d was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. Additional information was received indicating that the left ventricular (lv) lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms while this device was implanted. No adverse patient effects were reported.